Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the on off switch was used to the point the paint came off. The customer stated problem was not duplicated. No fault found with the device regarding the reported customer problem. The cause of the reported problem could not be determined. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a smiths medical patient monitoring/bci blood pressure monitor mini-torr plus - 6004 unit was not turning on fully. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04700. The report was submitted in error.